Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been malfunctioning an alarming motor error, all day. The customer stated that the only way they have been able to give themselves insulin is by rewinding and changing the sets. The customer stated that now the display is stuck on motor error and will only rewind and the escape button is not functioning consistently, which has been going on for a couple of weeks and the motor error issue just started today. The customer did not remember their blood glucose for start of escape button issue but their blood glucose value at the time of the motor error alarm incident was 22.7 mmol/l. Troubleshooting was not possible due to not being able to clear the motor error. The customer reported that the drive support cap was normal. The insulin pump had not been exposed to high magnetic field. The customer reported that there was also a no delivery alarm at this point. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the pump and was recommended to refer to a backup plan, per hcp instructions. The insulin pump will be returned for analysis.